Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a failure of the pod to deploy. Data download showed that the pod ran zero pulses and entered pod state 14, meaning the pod timed out waiting for input from the pdm. The pod was reset and successfully communicated and ran a (B)(6) unit bolus with no issue. The device deployed during the reset run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy and was not visible when removed, indicating a needle mechanism occurred.